Event description:
It was reported by the customer that their pump experienced an altitude alarm, an occlusion alarm, an unresponsive touchscreen, unexpected shutdowns, and rapid battery depletion. There was no reported impact to the customer¿s blood glucose level. The customer, whose pump was out of warranty, was interested in a loaner pump, but the call was disconnected before more information could be obtained. Technical support attempted to follow up by leaving a voicemail and sending an email, but was unable to gather additional details or resolve the issues due to the unavailability of logs. Consequently, the case was closed without further action.